Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a posterior spinal fusion l4-5 and suture was used. The patient returned with wound complications ten days post-op. A seroma formation was noted at the wound site, as well as deep wound dehiscence. The strand of suture was noted to be broken. Additional information has been requested.